Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and an irrigation issue occurred. It was reported there was a twist in the catheter shaft and the catheter no longer ¿pearls¿ despite the pressurized bag. There was no more irrigation visible. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed that the shaft was bent. An irrigation test was performed, and the device was irrigating correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The occlusion and shaft bent issues reported by the customer can be confirmed. The shaft bent may have affected device proper irrigation. The potential cause may be attributed to improper handling/manipulation of the device. However, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: flush the catheter with heparinized normal saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 11-feb-2025, additional information was received indicating they used the usual equipment that did not pose any problems once the catheter was changed. On 13-feb-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and an irrigation issue occurred. It was reported there was a twist in the catheter shaft and the catheter no longer ¿pearls¿ despite the pressurized bag. There was no more irrigation visible.